Event description:
It was reported that a spectrum pump over infused a solution of 0.9% sodium chloride in the orthopedic care area. The pump was set for 50ml/hr with a volume to be infused of 900ml. The infusion took 3.5 hours when it should have taken approximately 18 hours. It was also reported that there was no pt injury as a result.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed.